Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a 65-year-old caucasian female patient underwent a breast surgery with saline mentor smooth round high profile 310cc breast implants nd experienced right-sided ruptured and left-sided capsular contracture baker grade unknown postoperatively. As a result, the patient underwent removal and replacement with mentor saline breast implants (serial numbers (B)(4) on (B)(6) 2022 . This report is for the left breast prosthesis.

Manufacturer narrative:
On jul 19, 2022, additional information was received indicating the date of explantation was (B)(6) 2022. Manufacturer¿s reference number: (B)(4), on (B)(6) 2022, it was noticed the date of implantation was incorrect in the previous report. The correct date of implantation is (B)(6) 2007.